Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had no audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver will boot and charge. Perform manual test using the "try it" function: fail. Global receiver tool sound test: fail. Receiver functional test: fail. Open receiver for internal inspection: fail; old speaker resistance at .683 m/ohms. Receiver log review: passed all relevant tests. The complaint was confirmed because no sound was heard on the device. The reported event of no audio output was confirmed. The root cause is a bad speaker